Event description:
I had a cardiac ablation. Half way through , my heart sac was accidentally punctured. I flat-lined because I massively hemorrhaged. It took awhile to get me back. The doctor later confided in me that it was a new test catheter and I was first or one of first it was used on. He also told me they had used it forty times and had several episodes and had a moral obligation to stop using it.